Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer alleged a speaker malfunction inop error message. There was no report of patient injury or harm.

Manufacturer narrative:
Correction made to codes as deviced returned for repair.